Event description:
The customer reported via phone call indicating that they had excessive no delivery alarm during manual prime. Customer's blood glucose was 92 mg/dl. The customer stated the alarm was resolved by changing infusion set. Customer was advised that we would replaced infusion set and reservoir. The customer was advised to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.